Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: there was a deep cut on the external surface of the camera cable. There were signs of corrosion due to the possibility of previous liquid invasion. The white balance could not be adjusted properly as usual, and error e311 was displayed, due to a malfunction of the image function. Error code e311 means that the white balance has not been set. The reported event may have been caused by the broken camera cable. The camera cable may have been damaged by the user's mishandling. The area around the coupler was rusty. This device was sold in october 2015. Previously, in june 2020, the device was returned for repair at (B)(4) for similar reasons requiring the camera cable replacement. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus (B)(4) due to no image. (B)(4) inspected the device and found that the endoscopic image was not displayed when connecting the device to the video system center due to the defective camera cable. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the user facility, the phenomenon reported by the user occurred during the procedure. The user completed the procedure using another device. There was no dropout of parts to the patient, and no complications in the patient. Olympus medical systems corp.(omsc) investigated the reported failure mode from the information provided. Based on the device inspection result by olympus france s.a.s. (Ofr), it is possible that the endoscopic image was not displayed because video communication could not be transmitted to the video system center due to the damaged camera cable. Omsc checked the product shipment record and found no anomalies on the device. Therefore, the camera cable breakage may have been caused by user's handling. The instruction manual provides preventive measures against the reported camera cable breakage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.